Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed error code e207 and the front panel emergency light lit up. The issue occurred during set up before use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: emergency light lamp burnt out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is confirmed that the emergency lamp was broken, which may have contributed to the occurrence of the customer's indicated event. It is assumed that the event happened due to the emergency light lamp being out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.